Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified deformation, yellow particles on the shell and creases. The device analysis final assessment is: no openings were observed on the device or issues identified which were related to the complaint of rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.